Event description:
It was reported by the customer that a pyxis medstation es system need override groups. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the configuration issue. The technical support specialist dialed in to the server and followed the process in the knowledge article which is attached to the case. The system functioned as intended after the technical support specialist troubleshooted the device.